Event description:
It was reported that the customer had physical damage on insulin pump. The customer blood glucose level was 110 mg/dl. Customer states the insulin pump had been dropped. Troubleshooting was not performed but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reports the insulin pump was missing end cap sticker noted. Also the insulin pump had a cracked display window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and slightly cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.